Manufacturer narrative:
The console was field service at the user's facility. It was found that there was powder leaking from the third laser cavity. The laser cavity was replaced, and the optical path was adjusted to normal. After performing the replacement of the laser cavity, the issue was resolved, and the unit was functioning as intended. Therefore, the reported allegation was confirmed.

Event description:
It was reported that during preventive maintenance it was found that the console had low energy. It was confirmed that the brick was leaking power, there were no reported error nor case saver mode. There was no patient involved.